Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. A nonconformance was created due to the operator not following the work instruction steps. They did not test the cassette in the accepted container during the leak test. The work instruction is a control during the manufacturing process to detect a leak in the cassette. The alleged event of fluid leak was confirmed based on the nonconformance found during the device history record review performed. A leak on the cassette could be caused by damage in the cassette film or damage in the hard plastic due to the handling of the product.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. A nonconformance was created due to the operator not following the work instruction steps. They did not test the cassette in the accepted container during the leak test. The work instruction is a control during the manufacturing process to detect a leak in the cassette. The alleged event of fluid leak was confirmed based on the nonconformance found during the device history record review performed. A leak on the cassette could be caused by damage in the cassette film or damage in the hard plastic due to the handling of the product. Since the complaint product sample was not received for physical evaluation to confirm the damage in the cassette, the cause of the leak in the cassette could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however; to date has not been provided.